Event description:
Sigma patella clap froze and could not be opened. Surgeon needed to take it apart by unscrewing the "pivot pin" extending the surgery approximately 20 minutes.

Manufacturer narrative:
Examination of the submitted instrument could not replicate the reported problem. The product was reassembled and functionally tested and found to successfully lock and unlocked as design intended with no restrictions. The investigation could not draw any conclusions about the reported problem. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.